Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not verified nor duplicated. Further cause of the reported problem could not be determined.

Event description:
It was reported that the device will not pass the self-test. It was indicated that the unit will prompt a "connect test plug" message when test plug is plugged in. There was no pt use associated with the reported failure.